Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that device difficulty removal occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified front segment of the left anterior descending artery. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, after the balloon was inflated and retracted, it could not cross smoothly. Upon removal, the balloon was found to be deformed. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure.